Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1727903, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) sealant was not deployed on the vessel. The vessel was "too tortuous and calcified".

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) sealant was not deployed on the vessel. The vessel was "too tortuous and calcified." The product was stored according to the product instructions for use (IFU). Attempts to gather additional information was unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath and syringe were not returned with the device. The sealant was found on the catheter and the sealant sleeve was covering the balloon proximal neck as received. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device by using an in house syringe and found no leak in the balloon. The balloon was fully inflated with water and the inflation indicator performed as intended. Shuttle down step was also simulated and the advancer tube was properly engaged to the proximal tamp lock. No anomalies were observed. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. The advancer tube¿s length, distance from the catheter shaft¿s distal end to the proximal tamp lock¿s distal end and distance between the proximal and distal tamp locks were measured and noted to be within specification. A review of the manufacturing documentation associated with lot f1727903 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the information provided, the condition of the returned device and the investigation performed, the reported event as failure to deploy was confirmed and the cause of the reported event may have been attributed to the condition of the patient¿s vessel. However, the root cause of the reported event could not be conclusively determined. It was reported that the vessel was "too tortuous and calcified." It should be noted that the mynxgrip instructions for use (IFU), lbl9288_b, special patient populations, states that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.